Event description:
It was reported that at implant the atrial lead thresholds were high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (B)(4) implantable pacing lead 2012 (B)(6). For use by user facility/importer(devices only). (B)(4).